Event description:
The report indicated that during the index procedure, a thrombotic occlusion formed in the diagonal branch, within the stented area. The patient was a male. The target vessel was the proximal left anterior descending branch (lad). Prior to the index procedure the patient was only taking aspirin. The indication for the index procedure was unstable angina pectoris and resting ECG changes. At the time of the procedure the patient was given aspirin, aggrastat, and unfractionated heparin. After the procedure the patient was given aspirin and clopidogrel. The vessel diameter was 3mm and the lesion length was 20mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0. The lesion was de novo with irregular contour, no angulation, and little calcification. The aha/acc classification was b1. The vessel was predilated as planned with a 2.5 x 12mm balloon at 18atm. The device was deployed at 18atm with a satisfactory results. During the procedure, a thrombotic occlusion of the diagonal branch occurred within the stented area. The guidewire passed through the struts into the diagonal and the thrombus was successfully dislodged without the need for a balloon. The patient was stable and there were no further complications. The patient was discharged 2 days later. Medications at discharge were aspirin, clopidogrel and statins.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product remains implanted in the patient, thus unavailable for analysis. A device history review of the product could not be conducted due to unavailable sterile lot numbers. The safety and effectiveness of the cypher stent has not been established in patients with unresolved thrombus at the lesion site. There are vessel characteristics that may have contributed to this event. There is no indication this event is design or manufacturing related. This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents.